Event description:
It was reported via patient call center that transient ischemic attack occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx pro closure device was implanted. Approximately nine months post-implant the patient experienced a transient ischemic attack (tia). The patient is expected to have magnetic resonance imaging (MRI) to confirm if it was a tia.

Event description:
It was reported via patient call center that transient ischemic attack occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx pro closure device was implanted. Approximately nine months post-implant the patient experienced a transient ischemic attack (tia). The patient is expected to have magnetic resonance imaging (MRI) to confirm if it was a tia.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.